Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery was observed to not be charging. The device's internal battery needs to replaced to address the issue. An issue related to the power management board was observed. The device's power management board needs to be replaced to address the issue.